Event description:
The reusable spring tip guidewire was requested by the physician for the procedure. The surgical technician examined the guidewire and also tested the end for integrity. The physician also tested the guidewire and the wire/coil flexible end broke off prior to use in the patient. This is the second reusable spring tip guidewire issue in recent months. The manufacturer does not have guidelines on how long the guidewires last and when to pull out of service.